Manufacturer narrative:
The local field representative is not aware of any additional testing that has been performed. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited fluctuating pacing impedance measurements to greater than 3,000 ohms. No adverse patient effects were reported.